Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter

Event description:
Information was received from a consumer (patient¿s family member) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained bupivacaine [10 mg/ml] at a dose of 2.401 mg/day and an unknown brand of morphine [25 mg/ml] at a dose of 6.004 mg/day. It was reported the consumer mentioned the patient thought the doctor might have put the catheter in the wrong place. At that point, the patient went on the line and stated he went in last week to make sure the pump was working properly. The patient mentioned his doctor did a dye test and x-ray with local anesthesia and confirmed the pump was working properly. The patient stated he didn¿t realized the catheter was installed way up by his shoulders ¿like level 7 or 8¿. The patient stated he was reading his handbook that morning and didn¿t realize he had an option of where the catheter was implanted stating the doctor didn¿t discuss with him the catheter placement, only pump replacement. The patient asked for reasoning for catheter placement. The patient stated he had severe chronic lower back pain for years, and it was still ¿real bad¿. The consumer stated he was getting no relief and was still taking medicine by mouth. The patient even had a stimulator from a different company and still had no relief. The patient mentioned he was taking medication by mouth, but did not specify. The patient¿s wife mentioned the patient had prialt and dilaudid in his pump, and now, he w as on his third medication. When the consumer provided the drug information, she mentioned the papers were dated on (B)(6) 2017. No further patient complications were reported.